Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported patient of unknown age and gender on impella cp support, experienced 'purge pressure high' alarm 15-20 minutes after it started running. Purge system was exchanged but issue was not resolved. Alarm sounded for 64 hours and decision was made to wean patient off pump. There was no reported patient harm.

Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. The impella device was returned for evaluation. Data logs were not returned. Product evaluation confirmed no evidence of biomaterial, kinks, or other abnormalities. The pump was then run in the lab and the high purge pressure alarm could not be reproduced. The cause of the high purge pressure was not determined because no logs were returned for analysis and not enough clinical information was given. The instructions for use states ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ added: d9-device return date h6-impact code 4644 h6-problem code updated to 1491.